Manufacturer narrative:
(B)(4). Method: procedural images were not provided and based on the limited info received the reported is cannot be confirmed. Results: no root cause of event can be determined based on limited info available. Incomplete stent apposition. Conclusion: no conclusion can be drawn.

Event description:
One lesion was treated in the index procedure. One resolute integrity stent was deployed in the prox lcx to treat in stent restenosis of a previously deployed bare metal stent. The stent was implanted but it was noted that the stent failed to expand to its desired diameter. Pt was discharged the day after the index procedure.